Event description:
It was reported that the patient underwent a revision fusion procedure l5-s1 to treat a prior pseudoarthrosis and broken hardware. Rhbmp-2/acs was implanted during the surgery. Approximately one week post-op the patient presented with wound drainage. The surgeon notes that it looks like a reaction around the staples. Three weeks post-op the patient was started on antibiotics (bactrim). Approximately two months post-op, notes indicate that incision has healed and there were no issues. Several months post-op the patient is continuing to have problems with pain in the lower back and down the back of the leg with numbness. Multiple imaging studies show hardware intact and that the lumbo-sacral area is stable and there is plenty of room in the spinal canal for the nerve roots. At 14 months post-op the patient is still reporting pain in the lower back and urologic symptoms (cannot feel when going to the bathroom). X-ray taken shows hardware intact and the fusion looks good.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.